Event description:
It was reported that an ilet pump sustained a cracked screen that rendered the touchscreen unresponsive, and a replacement device was arranged and shipped to a temporary address with instructions provided for shutdown, data sync to the mobile app, return of the original device, and the need to complete a new startup on the replacement. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver as backup therapy was advised due to unreliable insulin delivery and meal announcements on the damaged device. Investigation included case intake with troubleshooting guidance and logistical verification of shipping and return. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen resulting in loss of touch input functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external force.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.